Manufacturer narrative:
There was a button error and no button response due to the corroded keypad traces. It was noted that there were no unexpected numbers ramping/scrolling on their own. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and a minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the keypad was not working. Customer stated that the numbers kept scrolling when she entered the carbs. Customer was bolusing to do a correction dose of insulin and stated that she removed the battery numerous times. Customer stated that when she put the battery back into the pump, the buttons would not work. Customer then received a button error alarm. Customer reported that it is very hot in las vegas where she is currently vacationing. Customer's blood glucose was 132 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.